Event description:
Event description cpi received information that during interrogation, this implantable cardioverter defibrillator (ICD), exhibited a fault code indicating that the device was unable to deliver therapy. Since the patient is in the hospital (for reasons unrelated to his ICD) explant of the ICD will be scheduled when the patient is medically stable.